Event description:
When surgeon was attempting to remove the screw from a previous surgery, two tabs broke off the screwdriver. One tab was retrieved. Fluoro used to look for other tab but unable to locate the tab. X-rays taken, negative for surgical instrument debris.